Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: crack opening and flat crease. Leak test was performed and found crack opening on diaphragm valve. A microscopic analysis was performed which identified: crack opening. Based on the device analysis the final assessment is: crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.